Event description:
The facility reported that speed is too fast, alarming in silent mode, found during biomed testing. There have been no incident reports filed since the last baxter service event. No additional information.

Manufacturer narrative:
The customer's reported condition was not duplicated or confirmed. The device met all specifications for accuracy. Visual inspection revealed a cracked front and rear case.